Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. The patient was experiencing inappropriate shocks, an invasive procedure was performed and a lead fracture was found. A new endotak was implanted.